Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was 800 mg/dl. The customer stated that the hospital determined there was a malfunction with the insulin pump. The customer stated that she had since reverted to manual injections. The customer stated that she had tried changing her insertion site twice, but her blood glucose levels did not stabilize. The customer stated there were no significant events leading to the hospitalization. The customer declined troubleshooting. Nothing further reported.